Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® ucla gold hexed abutment cylinder 4.1mm(d) (iguca1c) and 3i t3® with dcd® tapered implant 5/4 x 11.5mm (bnpt5411) were returned for investigation. Visual inspection of the as returned product identified wear about the implant body and and damage (gouges) around the collar, likely from the removal process. The drive feature of the implant is noted to contain a fractured piece of the iunihg screw, which is too badly damaged to be removed. The abutment cylinder is severely damaged at the crown retaining surface and tines. Signs of drilling are present about all returned items. The reported products were located on tooth # 4 and used for approximately 3 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the abutment and crown became loose. They were unable to access the screw from the abutment, so the patient was referred to another office to retrieve the screw. They attempt to use a screw removal tool, but were unsuccessful so they removed the entire implant. The reported loosening complaint could not be verified with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment and crown became loose. They were unable to access the screw from the abutment, so the patient was referred to another office to retrieve the screw. They attempt to use a screw removal tool, but were unsuccessful so they removed the entire implant.